Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that this is not a bsn patient.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.